Event description:
It was reported that the device's adult hard paddle attachment was dropped on the floor and it broke while the unit was being moved from one location to another. There was no patient use associated with the reported incident.

Manufacturer narrative:
Physio-control provided customer with the part number for a replacement adult hard paddle assembly. The damaged assembly will not be returned to physio-control for evaluation. The root cause of the reported failure cannot be determined.